Event description:
It was reported that pump battery indicator showed 100% for about four days without depleting despite normal use, and after user restarted pump, displayed charge briefly dropped to 5% before quickly returning to 100% while actual battery charge appeared unchanged. There was no adverse impact to the customer¿s blood glucose level. Customer reset the pump to resolve the issue.

Manufacturer narrative:
During troubleshooting, tandem customer technical support, international reviewed the pump data logs. The battery started to deplete on (B)(6) 2026 and on the same date, the displayed battery charging never went below 100% because the user charged the pump and so the battery never dropped below 96%. Battery gauge changes/drops in 5% increments, and user plugged the pump in when it was at 96% so it never showed 95% on pump screen. On (B)(6) 2026, the logs show the battery did drop to 95% but user plugged the pump in at that time and so it went back up to 100%. On (B)(6) 2026, the battery gauge displayed 90% and user again charged it back up to 100%. Based on logs the battery is working as expected.